Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced blood glucose (bg) over 500mg/dl with tiredness, slight dizziness, nausea, and moderately increased thirst and urination. The date of the reported bg excursion was not provided. The reporter was in a hurry and was reluctant to troubleshoot. The reporter noted that the bg elevation may be due to the patient not correctly bolusing at lunch. The patient's bg was reportedly treated by correction injection and a site change. It is unclear at this time if the patient was definitely not bolusing correctly and if that was the sole cause of the reported bg excursion. This complaint is being reported because the patient reportedly experienced bg values and symptoms indicative of severe hyperglycemia while using insulin pump therapy and the cause of the bg excursion is unclear at this time. The pump could not be ruled out as a cause or contributor, as the reporter did not have time to troubleshoot.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: the pump successfully completed the required 29-hr flow accuracy test and was found to be delivering within the required specification. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.